Manufacturer narrative:
Patient weight not made available from the site. On 01/29/2016, a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. On 02/01/2016 a medtronic representative, following-up at the site, confirmed there was no delay to the surgery because they were able to switch navigation systems before beginning navigation. The medtronic representative was not able to replicate the issue. On 02/09/2016 software analysis was unable to determine probable cause with the information provided. Reported issue could not be replicated. No parts have been received by manufacturer for analysis. No further issues have been reported. (B)(4)

Event description:
A medtronic representative reported that, while in a spine procedure, the site's navigation system became unresponsive in the verify instruments screen. The site re-booted their navigation system and it became unresponsive a second time in the same screen. A second navigation system was brought in to be used to continue the procedure. The surgeon completed the procedure with the use of the navigation system. There was no delay of therapy. There was no impact on patient outcome.